Manufacturer narrative:
A direct correlation between the reported signs and symptoms of hemolysis and the device could not be determined as the patient remains ongoing on pump support and no additional events have been reported at this time. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on (B)(6) 2016 indicating the patient is currently asymptomatic and discharged at home.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had dark urine and their lactate dehydrogenase (ldh) level was 1800 u/l, and the plasma free hemoglobin was 80 mg/dl. The patient was treated with IV heparin, then was transitioned back to coumadin. The pump speed was increased from 8600 to 9000 rpm. The patient¿s inr was therapeutic at 2-3, and prior to the event was always 2.4 or 2.5. No adjustments were made to the patient's coumadin dosage. System controller log files retrieved on 05/09/2016 and 06/01/2016 were submitted for review by the manufacturer's technical services representative. The pump power was slightly increased on the initial log file, but otherwise the log file data was unremarkable. The patient¿s laboratory values and urine were checked in the clinic on (B)(6) 2016 and all labs and urine reportedly looked fine. The patient's lab values and log files will be monitored routinely. No additional information was provided.